Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional data added in b5: additional information provided 29dec2023: patient taking roacuttane.section d4 catalog # and UDI # were corrected.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 16 year old patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial result = 77. Sid (B)(6) processed on (B)(6) 2023 same patient new sample = <2.30. Sid (B)(6) was pulled and repeated result = <2.30. Additional information provided 29dec2023: patient taking roacuttane. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier sid (B)(6) sid (B)(6), and sid (B)(6).

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 16 year old patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on 02dec2023 initial result = 77. Sid (B)(6) processed on (B)(6) 2023 same patient new sample = <2.30. Sid (B)(6) was pulled and repeated result = <2.30 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the alinity I total ¿-hcg assay using worldwide data. The median value of the negative population for the complaint lot number(s) is within the established limits. The device history record review for lot 55512ud00 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the alinity I total ss-hcg assay for lot 55512ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 16 year old patient. The sample was repeated with lower results. The following data was provided: sid (B)(6)processed on 02dec2023 initial result = 77 sid (B)(6)processed on 06dec2023 same patient new sample = <2.30 sid (B)(6)was pulled and repeated result = <2.30 additional information provided 29dec2023: patient taking roacuttane. No impact to patient management was reported.